Event description:
It was reported by service report that the head end of the bed drifts and the scale is inaccurate. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Results - load cell, faulty nut in lift motor.